Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, vessel dissection occurred. The patient presented with unstable angina and was referred for cardiac catheterization. The 95% stenosed and 30mm long target lesion was located in the left main coronary artery with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation using a quantum apex nc 3.0 x 12 balloon catheter. A grade c dissection was noted within the target lesion. No intervention was performed. A 3.0x32mm promus element plus stent was implanted. Post dilatation was performed using a quantum apex 3.25x12mm balloon catheter, resulting in 10% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).